Event description:
It was reported that during preparation for a pci procedure, the pt2 guide wire coating was peeling. When the physician opened the packaging, the coating had already been "peeled off" at the distal tip. The procedure was completed with another pt2 guide wire. There were no reported patient complications. Patient status listed as "good."